Event description:
It has been reported to co that following the placement of the device into the right jugular vein, and having remained in place approx 7-8 hours, as the physician attempted to flush, a mixture of air and blood was noted. The device was removed and it was found that the hub had separated at the main body and strain relief. The pt is reported as fine.